Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). During MRI, it was noted that the patient was symptomatic of arrythmia due to loss of low voltage output from the pacemaker. The event could not be replicated post MRI. No interventions were performed. The patient was in stable condition.